Event description:
It was reported that this handpiece cord caused an attached handpiece to overheat. There is no report of this event occurring during a procedure, and there is no report of any patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece cord was received at the manufacturer for evaluation, but based on the quality assurance investigation the reported condition of the cord causing a handpiece to overheat could not be confirmed. An intermittent condition was found, but this condition would not cause an overheating event. The cord was not returned to the customer.